Manufacturer narrative:
D10 concomitant product: 5100c-EU EU 5100c monitor assy x (lot#: 16g11603x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient's forehead had "photoburn" low-temperature burns caused by light sources after approximately one hour of use. There were marks on the skin surface but not damaged. Sensor stayed in place more than an hour surgical time. New sensor, viscosity was sufficient without applying additional force. The skin of the child was delicate, so used wet wipes to simply clean the skin. After removal of the sensor, the skin was intact with red marks and in supine position.